Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. On (B)(6) at 23:00 an alarm went off stating 'device stopped working.' The device was replaced. The sales representative was unable to confirm the ventilator inoperative. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a ventilator inoperative error was confirmed in the device's error log. The main board needs to be replaced to resolve the issue. Additionally, another error was found indicating a communication failure with the heated humidifier. Since the lease term of the unit has ended, the unit will be returned to the sales office without repairs. The unit will be scrapped after being returned.